Event description:
During the atrial fibrillation ablation procedure, air leaked from the valve of the sheath. After transseptal puncture was performed, the sheath was advanced into the left atrium and air was pulled back while attempting drawback from the sheath. The guidewire was inserted into the sheath to preserve transseptal access prior to the reported sheath being removed for sheath exchange. The sheath was exchanged and the procedure was completed without adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.